Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device turned off by itself one time. The patient talked to a manufacturing representative (rep) sunday or monday about increasing the stimulation and the rep gave the patient the go ahead to increase stimulation on his own. He increased to 2.8v. On tuesday he noticed he was peeing all the time, about every 30 minutes, and a few hours later he realized he also was not feeling stimulation. He felt terrible and didn¿t want to eat and just wanted to go to bed. The change in therapy/symptoms was not confirmed but appeared to be sudden. At 1:30 this morning he connected the antenna to the implantable neurostimulator (ins), and pressed the gray sync button, saw 2.8 on the screen and immediately started feeling stimulation and his symptoms went away. The patient stated that he never touched any of the blue ins power buttons either when he changed amplitude or when he checked the ins. The patient did not know if it was a magnetic reed switch device or if the cycling feature was enabled. The patient confirmed that ins status with the pp, although in all accounts the patient only looked at the number 2.8, not the on icon. The issue occurred yesterday, (B)(6) 2016. The same day the patient reported he still had the urge to pee. The pp read 2.8 and he felt the ¿vibration¿ when he pressed the sync button. He had to pee when not feeling the vibration and did not have to pee when he felt the vibration. The patient was wondering if there was something wrong with the programmer. He increased it to 3.0 volts and it was too high so he lowered it to 2.9 volts and then he went back to 2.8 volts because that was more comfortable. Stimulation was felt. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. Then the patient switched to program 2 at 2.7 volts. The patient mentioned he lived in assisted living and was in a wheel chair.

Event description:
Additional information received reported their neurological bladder modulator was defective because its signal was going to different destinations at different times. For example, on (B)(6) 2016 at about 4:30pm, the patient started to pee every 30 minutes, and about 6pm, they suddenly felt so terrible that they just had to go to bed. About 1:30am, they realized the reason they were peeing every 30 minutes was because there were no vibrations. The vibrations started immediately after the patient pressed the gray button on the remote and at the very same instant, they no longer felt ill at all. The reason they no longer felt ill at the very instant the vibrations started was that the signal was no longer going to where it should not have been going to now going to where the signal ought to be going, causing vibrations, and both ill feeling ending and vibrations starting happened at the very same microsecond. It was stated that it had been the signal making them feel so ill. It was noted that the two must be connected and relation because one began (vibrations) and one ended (feeling ill) at precisely the same microsecond.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the device was turning off and on by itself. A manufacturing representative (rep) checked the device. The hcp also checked the device to see if it was on or off. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.